Event description:
During remote follow up, oversensing and high pacing impedance were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were observed, however, micro-dislodgment of the rv lead was suspected. The rv lead was capped and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.